Event description:
A clinical director reported that during a vitrectomy procedure, the vitrector would not cut. The pack was switched out and the surgery was completed with no impact to the patient.

Manufacturer narrative:
No sample was returned for evaluation; therefore, the condition of the product could not be verified. No component lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. Because a sample was not returned with this complaint, the root cause cannot be determined. (B)(4).